Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a ripped/bubbled downstream occlusion seal. Per reporter a software upgrade is required. There was unknown patient involvement. Int # (B)(4).

Manufacturer narrative:
One device was returned for repair with complaint that the device has a ripped/bubbled downstream occlusion (dso) seal. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. No relevant information found in event log. Visual inspection confirmed complaint. Probable cause was damage to the dso seal caused failure.